Event description:
It was reported that this right atrial (ra) lead had exhibited possible infection due to swelling in the pocket. The technical services (ts) advised the patient to see a physician. There were no additional adverse patient effects reported. This ra lead remains in service.